Event description:
My 13-year-old son has type one diabetes. His omnipod 5 failed to provide adequate insulin, causing him to have very high bg (blood glucose) levels and to develop large ketones. His bg was above 300 for eight hours, and over 400 for three hours 30 hours later his bg is still not within range. We weren't closely with his endocrinology team, to monitor his house and take action to prevent further harm. We were instructed to remove the pump at 7 am and switch to mdi (metered-dose inhaler) for the day. This is the third pump within two days that has provided inadequate protection. Each pump has been reported to omnipod.